Event description:
A call was made to technical services reporting that an external pulse generator (epg) was reading higher beats per minute (bpm) than it was programmed to. When the biomedical technician tested the epg, the rates were in specification and also were correct when analyzed. The device remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).